Event description:
It was reported that a spectrum pump failed to deliver the programmed amount during therapy (medication, programmed amount and delivery rate unk). Pt injury or medical intervention is unk. It was also reported that the pump passed numerous flow tests when tested, so no further action would be taken.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval. Therefore, an eval could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.